Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while defibrillating a pt, the device delivered 5 joules of energy when 120 joules were selected. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.